Event description:
It was reported that there was a volume discrepancy; expected volume was 2 ml and actual volume was 9 ml. Patient symptoms or complications associated with the event included less than 50% therapy relief. The only reported symptom that day was an increase in pain; it was noted that the physician had recently increased the daily dose. The cause of the discrepancy was not determined, but actions required as a result of the event included pump replacement; the device was returned for analysis. It was unknown if any diagnostic testing was done, but no troubleshooting was performed. The patient¿s medical history and concomitant medications were unknown. On 2014-11-17, it was reported that the patient was doing very well. The pump was being used to deliver baclofen (it was unknown if it was lioresal, compounded, or gablofen), fentanyl, clonidine, and bupivacaine.

Manufacturer narrative:
Analysis of the pump found no anomaly. H6: the previously reported conclusion code 67 no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).